Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was noted to be difficult with multiple non-boston scientific (bsc) transseptal sheaths used. The physician ultimately used the back end of a j-wire to mechanically puncture across the septum in a superior and anterior location. The physician decided to accept the tsp location and inserted a watchman fxd double curve access system (was) and a 27mm watchman flx pro closure device and delivery system (wds) to the laa. A non-bsc guidewire was used which was repositioned an unknown number of times. The laa took a posterior/inferior bend, and the was was up against the wall when deploying the wds. Several recaptures of the wds were performed to optimize position. The closure device was then implanted. After the was removed from the body, it was noticed that a pe was present. A pericardiocentesis was performed and dull red fluid was removed. The patient remained stable the entire time and procedure was concluded. The patient is expected to fully recover.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was noted to be difficult with multiple non-boston scientific (bsc) transseptal sheaths used. The physician ultimately used the back end of a j-wire to mechanically puncture across the septum in a superior and anterior location. The physician decided to accept the tsp location and inserted a watchman fxd double curve access system (was) and a 27mm watchman flx pro closure device and delivery system (wds) to the laa. A non-bsc guidewire was used which was repositioned an unknown number of times. The laa took a posterior/inferior bend, and the was up against the wall when deploying the wds. Several recaptures of the wds were performed to optimize position. The closure device was then implanted. After the was removed from the body, it was noticed that a pe was present. A pericardiocentesis was performed and dull red fluid was removed. The patient remained stable the entire time and procedure was concluded. The patient is expected to fully recover. It was further reported the patient received units of blood post procedure. A cardiac perforation was not visualized.